Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the pt underwent endovascular repair of a ruptured descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses in a different hospital. It was reported that tgt2815 was slightly oversized for the pt's aorta per the recommended size range. The procedure concluded with no complications. On (B)(6) 2013, the pt developed hemoptysis and transferred to this hospital. The pt was diagnosed with a ruptured aorta near the distal end of the device and an esophageal perforation. The pt was implanted with three aorta extender components of gore excluder aaa endoprosthesis and a comformable gore tag thoracic endoprosthesis to repair the rupture. The final angiogram showed no endoleak, and the procedure concluded. The pt tolerated the procedure.